Manufacturer narrative:
Gtin number for item: (B)(4), lot: 17055926 is 10885403227998. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer stated that a 1000ml of ns was infusing at 75ml/hr when the rn noted the pump alarmed with a channel error. The register nurse opened the pump door to find a "bleb" in the tubing full of IV fluid. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a ballooning/bulging pumping segment was confirmed in a photograph provided by the customer. The root cause of the ballooning pumping segment was not identified.